Event description:
It was reported that the pump¿s luer connector broke at the base of the pump while the user removed the pump from a pocket, and the user extracted the fragmented connector with pliers without incident. Symptoms included no change in blood glucose. Outcomes included no injury and no need for medical care. Investigation included complaint handling and attempts to obtain the luer connector lot information. Investigation of this case revealed a damaged connector and inability to retrieve the broken parts for evaluation. It was concluded that the event involved a mechanical break of the luer connector with no reported clinical impact and with insufficient evidence to determine a definitive root cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.